Manufacturer narrative:
Date of event: the event occurred on an unreported date around (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "repeated peritonitis". Pd therapy was continued in the early stage of treatment but has been stopped at present. The cause, hospitalization, treatment and patient outcome were not reported. The reporter declined to provide additional information.